Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump time was incorrect by a "few minutes" after the pump was reset. Reportedly, the customer corrected the pump time to resolve the issue. Customer's blood glucose level was 108 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged settings issue could not be verified.